Event description:
(B)(4). Initial info received from a physician via a company rep on 06/04/2008 with additional info provided by the physician on 06/09/2008: the physician reported that she injected a (B)(6) female pt twice with poly-l-lactic acid (sculptra) for lipoatrophy. Dates of therapy provided as (B)(6) 2007 (lot # 2a6015, expiration date unknown) and (B)(6) 2007 (lot # a7018, expiration date 06/2009). Poly-l-lactic acid was reconstituted with 4 ml of sterile water and 1 ml of lidocaine. The physician stated that she injected 2 ".3 radius" nos, into the pt's chin area and lateral cheeks. On (B)(6) 2007 the pt was injected with 1 vial of poly-l-lactic acid and 0.6 cc calcium hydroxylapatite gel dermal filler (radiesse). Two vials of poly-l-lactic acid were injected on (B)(6) 2007. Pt had no prior treatment with poly-l-lactic acid. Treatment with poly-l-lactic acid does not continue. Physician indicated that pt has no concomitant medications and no medical history. The physician stated that on (B)(6) 2008, the pt's face "blew up" and pt presented to her with visible, painful, hard nodules/granulomas on her lateral cheeks. The physician described the event as a "delayed reaction." The pt was treated with desloratadine (clarinex) and also triamcinolone (kenalog): the physician indicated that the pt is a physician's assistant and "gave herself" 2 shots intramuscularly. Event was reported as ongoing. Biopsy not performed at time of report. No further medical info reported.

Manufacturer narrative:
Additional lot# a7018. Additional expiration date: 06/2009. Additional implant date: (B)(6) 2007. Additional info for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Follow-up info was received on 07/24/2008 from the reporting physician, who returned the (B)(4) sculptra adverse event form and health care professional form: the physician, a dermatologist, reported that poly-l-lactic acid (sculptra) was reconstituted with 4 ml of sterile water for injection and 1 ml of lidocaine. Another local anesthetic was used in addition: lidocaine + tetracaine (pliaglis) cream. Poly-l-lactic acid (sculptra) was reconstituted more than 2 hours prior to injections. On (B)(6) 2007, the pt was treated with one vial of poly-l-lactic acid (sculptra) (split 1/2 on left and right face). On (B)(6) 2007, 2 vials of sculptra were given (split 1 vial on left and right face). The pt experienced "reactive painful nodules in cheeks." No biopsy was performed. As of 07/24/2008, the outcome of the events was ongoing. No further medical info was reported.